Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that a red alert was detected through latitude indicating that this cardiac resynchronization therapy defibrillator (crt-d) had been programmed to monitor only. It was reported that the patient had previously undergone an external cardioversion in which tachy therapies had been programmed off and subsequently were not programmed back on after the completion of the external cardioversion. The device was successfully programmed back on to monitor plus therapy and no adverse patient effects were reported.